Manufacturer narrative:
Received the following, one partial opened/used simplera serter in its disabled state. The product is in this state and the needle has retracted into the serter body, one simplera sensor not returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and passed per specification. Due to the serter was received the following, in its disabled state a failed actuation complaint does not apply. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are intact, inspected the insertion and retraction springs for any misalignment, also inspected the insertion needle for any physical damage or misalignment and none were found. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), and using the sciencescope macroscope (cc-sjunt-4k-af) to identify whether the plunger and frame could be separated using disassembly instructions. The frame pushes out of the plunger automatically due to the insertion spring force and the removal of the plunger stop during drilling, no anomalies during procedure. Then identify whether the frame and sensor carrier could be separated using the disassembly instructions. The sensor carrier fell out of the frame under its own weight after the sensor carrier is pushed out of the frame holder, no anomalies was found during this procedure. Using the sciencescope macroscope (cc-sjunt-4k-af) inspected the serter plunger, retainer, frame, and sensor carrier/snaps for physical damage and found the retainer clip was found bent. Inspected the sensor carrier snaps to have no damage. Also found the insertion needle to have at the tip a small hook with blood throughout the needle and in the serter carrier cavity. In conclusion: the customer complaint of actuation anomaly is not confirmed due to completed event. The complaint of hard to actuate does not apply. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the retainer clips, and the needle was found damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had issue related to introducer needle was not retracting into the inserter after sensor insertion. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and customer was advised for the replacement of the sensor. No harm requiring medical intervention was reported. No product return is required for mmt-5120c1.